Manufacturer narrative:
Date sent to the FDA: 12/07/2020 h6 component code: g07002 ¿ device not returned additional information was requested, and the following was obtained: what was the onset date of symptoms the index surgical procedure (# of post-op days)?-------it was september 26, 2020, three days after the surgery that the symptoms appeared. If applicable, will product be returned, return date, tracking information--------no, the customer retained the product. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? Product code and lot number other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what was the onset date of symptoms the index surgical procedure (# of post-op days)? On what tissue was the suture used? What was the tissue condition, i.e. Normal or thin, calcified, fragile, diseased? Product code and lot number other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Note: events reported via mw# 2210968-2020-08728. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent resection of right sciatic synovial cyst under combined spinal-epidural anesthesia and general anesthesia surgery on (B)(6) 2020 and suture was used. Days after surgery, the patient was found with erythema and inflammation around the wound. The doctors cleaned and disinfected the wound, intravenous infusion of antibiotics to prevent infection was performed, and local treatment with tdp lamp, but the erythema and inflammation was not significantly relieved. The suture was removed on (B)(6) 2020, and the erythema and inflammation gradually improved. Additional information has been requested.